Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, after which the error code did not reappear, allowing the customer to successfully start their sensor session.